Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The sheath was returned with the delivery system inside. The returned sheath and the delivery system were visually inspected for abnormalities. The following were observed: there was no flex on the delivery system, the liner delamination was ~6.5" in length from distal tip of the sheath, the minimal distal tip damage, the marker band intact and fully attached to liner, the delaminated portion of liner was bunched and there was scratches on sheath shaft. A photograph was provided of the liner delamination and a report which showed patient anatomy characteristics. The esheath is a single use device. Due to the returned condition of the device (liner delaminated), no relevant functional testing was able to be performed. The complaint was confirmed through visual inspection. A device history review (DHR) was performed for the components of the device, since these components are the most relevant to the complaint event. The work orders did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaints related to the reported event. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned complaints for the reported event for the expandable sheath set (all 14f and 16f models). A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category. No instructions for use (IFU) or training deficiencies were identified. During manufacturing, the esheath shaft components were 100% inspected and in addition, the esheath tip was individually inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. After sterilization, sheath expansion testing was performed during product verification (pv) on finished devices under a sampling basis. Testing includes expander insertion force, visual inspection before testing for seam separation, holes and tears. The samples were inspected after the expansion test for damage (i.e. Tears), stretching, and to ensure that no fragments separated from the sheath tip. All samples passed product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The received event was confirmed. Available information suggests that patient (access vessel calcification and tortuosity) and / or procedural factors (device manipulation and challenging angles) could have potentially contributed to the sheath distal tip liner delamination. Per the patient imagery received and the reported information, the patient had mild access vessel calcification and mild access vessel tortuosity. There were scratches on sheath shaft which indicates that calcification was present. Access vessel tortuosity could have caused non-coaxiality between the balloon/valve and the sheath, causing the balloon material/valve to catch onto the sheath distal tip during retrieval into the sheath. The subsequent device manipulation and applied force could then have resulted in liner delamination. Additionally, per IFU ¿caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of the 14f edwards esheath introducer set¿. Per the information received, the access vessel minimum luminal diameter (mld) was 5.0 mm which is much smaller than the recommended size for 14f esheaths; this likely restricted the ability of the sheath distal tip to fully expand, causing the balloon material/valve to catch onto the sheath distal tip during retrieval into the sheath. The subsequent device manipulation and applied force could then have resulted in liner delamination. Review of the manufacturing mitigations in place supports that the esheath has proper inspections to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm that a manufacturing nonconformance contributed to the complaint. Available information suggests patient factors (tortuosity, small mld) contributed to the reported complaint event. However, a definite root cause at this time cannot be determined at this time. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no product risk assessments (pra) nor preventative or corrective actions were required.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, a 26mm sapien 3 valve was deployed uneventfully. The operator could not withdraw the delivery system while it was in the middle of the esheath. Under the fluoroscopic view, the guidewire seemed to be out of the sheath from the middle of the liner, and the radiopaque marker appeared dislodged to the middle of the sheath. A decision was made to retract the whole system together and they were successfully removed. There were no vascular complications observed. Upon examining the device, the liner was peeled off to the proximal side and bunched up at the middle of the sheath. The device will be returned for evaluation.